Manufacturer narrative:
Unique device identifier (UDI#): in the absence of a reported part number, the UDI cannot be calculated. Exemption number e2019001. The device was not returned for analysis. The lot history record (lhr) for this product could not be reviewed and a similar complaint query could not be performed because the product was not returned for evaluation and the part and lot numbers were not reported. The reported patient effect of occlusion is listed in the supera instructions for use as a known potential patient effect associated with the use of the device. Based on the case information, a conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. The additional therapy/non-surgical treatment and hospitalization were due to case circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported in a general comment by the physician that this is a case in which the supera stent became occluded after a few months of implantation. Reportedly, the artery was pre-dilated and there are no issues with deployment noted. This patient received either thrombolysis or thrombo-aspiration as treatment. No additional information was provided.